Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00734. It was reported the patient ((B)(6)) has lost weight since receiving the scs system. Consequently, the implant depth of his ipg and leads had become very superficial. Although the patient was reportedly receiving pain relief, his stimulation was described as more a prickly sensation. Surgical intervention was undertaken to address this matter. The implant depth of the patient's leads was revised and the ipg pocket was relocated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.